Event description:
It was reported that the insulin pump alarmed during normal use. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarm during the prime test due to loose motor drive support disk. All currents were within specs. Unit was monitored for 24 hours, no unexpected off no power alarm noted. No moisture damage was found on the electronic assembly or motor.